Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The color bar was displayed on the endoscopic image when the endoscope of the olympus 180 series was used with the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to the service department of olympus australia. The inspection of the subject device by the service department of olympus australia confirmed followings; color bars were displayed when the scope of the 180 series is used. There was no problem when the scope of 190 series is used. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by the service department of olympus australia, there was the possibility that the reported phenomenon was attributed to the failure of the lock or pin of the receptacle unit for connecting the 180 series scope due to repeatedly use for a long-term use because more than 4 years had passed from the subject device had been manufactured.